Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error. The insulin pump was exposed to moisture as the customer wore it in the bra. The blood glucose reading was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent act button response due to corroded keypad trace. No button error alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.